Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause for the reported event was related to a peripheral previous infection following an ablation procedure.

Event description:
Following a av node ablation procedure the patient developed phlebitis on a peripheral venous access with a secondary (B)(6). One month later the patient presented with a device pocket inflammation and signs of infection were observed and confirmed by blood culture. The system was explanted and successfully replaced and the patient was given antibiotics. The patient was in stable condition.